Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 148 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime and plunger push. Insulin did exit with plunger. Customer was advised to change infusion set. Customer was also advised that infusion set and reservoir would be replaced.